Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. Four days prior to the peritonitis diagnosis, the patient was hospitalized due to abdominal pain. The cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with meropenem injection (250 mg per bag, intraperitoneal, ongoing) and vancomycin injection (1 gm, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up, it was reported that the antibiotic therapy was discontinued seven days after event onset. The patient was discharged from the hospital 17 days after admission and four days after event onset, the patient was recovered from the peritonitis. The patient was recovering from the abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was re-admitted due to abdominal pain on an unknown date. At the time of this report, the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.